Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative discovered that there was no power to the generator. Tested voltage out of power conversion module and found that the j2 had no voltage. Replacement of the power conversion module and upgrading firmware resolved the issue. No further issues were reported. Replaced power conversion module was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's pendant was showing the x-rays were disabled when booted. There was no patient present when this issue was identified.